Event description:
It was reported to boston scientific corporation in 2008, that a flexima biliary stent system was used during a procedure performed two days prior, (patient gender, age, and weight are unknown). According to the complainant, when attempting to release the stent, the inner sheath became stretched and the stent failed to deploy. The procedure was completed with another flexima biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual inspection of the returned device (delivery system only; stent and suture were not returned) revealed that the distal end of the guide catheter was stretched and kinked. The guide catheter was found to be partially collapsed, kinked, and stretched distal to the push catheter. A suture impression was also found in the distal end of the push catheter 10.5 centimeters from the distal end of the guide catheter. A functional evaluation found that the guide catheter could be not be retracted without issue. The cause of the damage is undetermined, however the likely cause is operational context.